Event description:
Customer reports the valve was implanted for the treatment of "nph" in 2003. The pt had failed to improve and a nuclear patency study revealed that there was no passage of dye beyond the valve. The valve was explanted in 2004 and mild improvement was noted in the pt's condition.